Event description:
Information received from treating ophthalmologist (ophth). In 2009, a pt's spouse contacted our firm to report that his/her spouse had experienced "iritis" while wearing acuvue oasys contact lenses (cl). The patient (pt) initially saw a primary care physician and was referred to an ophth. The reporter stated that the pt experienced redness and mild irritation about a month after wearing product. The reporter did not know the replacement schedule. The pt had been wearing lenses on a daily wear schedule and using renu multipurpose solution to clean/disinfect cl. Three days later, the pt presented to the ophthalmologist's office with redness, pain and photophobia od x5days. The pt was dx with keratoconjunctivitis, superficial corneal neovascularization, edema and subtle iritis od, secondary to cl over wear. The ophthalmologist stated that the pt was wearing cl 16-18 hrs/day. The treatment regimen included pred forte ou qid x2 wks, iquix qid x5 days and to discontinue cl wear. The pt returned three weeks later, corneal edema and iritis resolved, superficial corneal neovascularization almost resolved. Meds discontinued and the pt was instructed to f/u with optometrist for spectacles and cl fitting. The ophth advised the pt to use good cl hygiene and handling. The ecp stated, they discussed benefits and risks associated with wearing cl. Five days later, the pt's spouse reported that the pt had a scar in the od. The bcva was not reported. A lens in a lens case and 6 sealed blisters from the same lot of the actual device involved in incident were evaluated.

Manufacturer narrative:
The parameters of the seven lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and solution was tested. The ph and conductivity were in specification. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings.